Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue, but was able to verify the reported issue logged in the device¿s memory. Stryker replaced the device's battery pins to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powers off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.